Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, at approximately five minutes into the eight minute therapy cycle, the pressure dropped tremendously and there was leakage of d5w. The volume of fluid instilled was 15cc and the volume removed after loss of pressure was noted was 5cc. The procedure was stopped and balloon catheter was found to have a hole at the distal end. The physician did a hysteroscopy to confirm no uterine perforation. It was noted that the patient had a 5 to 6 mm superficial vaginal burn at the posterior part of labia patient with no blistering. The patient was asymptomatic. Another like device was used to complete the procedure with a full eight minutes of therapy. The vaginal burn was treated with premarin cream and nsaid&apos's.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter failed the leak test because it had a hole in the balloon and the cannula was cracked.